Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed error 23069 on universal surgical manipulator (usm) 1 and replaced it to resolve the issue. System has been tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the usm is evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the customer encountered error 23069. Site disabled universal surgical manipulator (usm) 1 and was using 3 usms to complete the procedure. The intuitive technical support engineer (tse) verified error 23069 in the live logs pointing to usm1 axis 2. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) 1 and completed the product evaluation. The usm 1 was analyzed, and the error 23069 was confirmed and replicated. The system log shows multiple 23069 errors occurring on usm 1 pointing toward the pitch axis. There are also errors pointing toward pitch. The unit was tested on an in-house system in normal mode where it triggered a 23069 error. The unit also failed the pitch characterization test. During investigation, no fluid intrusion or damage was seen around the pitch or flex cable.

Event description:
Refer to h10/h11 for follow-up information.